Event description:
The customer contacted beckman coulter inc (bec) to report diluent leak from the probe wipe block of their act diff 2 analyzer. The customer wore appropriate personal protective equipment (ppe) at the time of the incident and attempted to troubleshoot the event. After several unsuccessful events to resolve the issue, the customer requested service for the instrument. No reported impact to patient sample testing and/or treatment associated with this incident. The customer confirmed that no death, no injuries occurred, and no-one sought medical attention and that there was no exposure to skin, open wounds or mucous membranes. On (B)(4) 2011, a bec field service engineer (fse) confirmed the source of the leak was due to a faulty valve (lv8). The fse replaced the valve and verified repairs per established procedures. The root cause of the leak was due to a faulty valve at (lv8).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Add customer's e-mail address: (B)(6). Change from: (B)(6) 2011, to: (B)(6) 2011.